Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's implantable cardioverter defibrillator. An in-clinic follow-up was planned. No further intervention or adverse patient consequences were reported.